Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "stopped actuation" (failure to cut). A customer reported that the cutter moved just for a moment and then stopped actuation just before it was inserted into the pt's eye. The cutter had passed testing prior to use. The cutter was replaced and the case was completed. There was no pt impact reported.